Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of device/migration of essure ¿ myometrium") and device expulsion ("migration of device/migration of essure ¿ myometrium") in a 34-year-old female patient who had essure (batch no. B71771) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included seizure and morbid obesity. Previously administered products included for an unreported indication: mirena iud from 2010 to 2014. Concomitant products included paracetamol (acetaminophen) since january 2014. On (B)(6) 2014, the patient had essure inserted. In february 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In june 2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, 1 year 6 months after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (a total vaginal hysterectomy and partial salpingectomy for device removal due to complication) and surgery (a total vaginal hysterectomy and partial salpingectomy for device removal due to complication). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, embedded device and nausea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in july 2015: essure device was successfully occluded on (B)(6) 2015, findings revealed left tubal polyp. Normal-appearing uterine cavity. On (B)(6) 2015, ultrasound scan vagina revealed normally appearing ovaries and endometrium. No fibroids identified. Partially imaged bilateral essure coils. The one on the right as visualized appears to extend into the fundal myometrium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s pfs: pelvic pain, device expulsion and nausea . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-aug-2018: pfs received, event added :- psychological or psychiatric problems condition: depression and mental anguish. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of device/migration of essure ¿ myometrium") and device expulsion ("migration of device/migration of essure ¿ myometrium") in a 34-year-old female patient who had essure (batch no. B71771) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included seizure and morbid obesity. Previously administered products included for an unreported indication: mirena iud from 2010 to 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, 1 year 6 months after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (a total vaginal hysterectomy and partial salpingectomy for device removal due to complication) and surgery (a total vaginal hysterectomy and partial salpingectomy for device removal due to complication). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion, embedded device and nausea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: essure device was successfully occluded on (B)(6) 2015, findings revealed left tubal polyp. Normal-appearing uterine cavity. On (B)(6) 2015, ultrasound scan vagina revealed normally appearing ovaries and endometrium. No fibroids identified. Partially imaged bilateral essure coils. The one on the right as visualized appears to extend into the fundal myometrium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s pfs: pelvic pain, device expulsion and nausea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jul-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of device/migration of essure ¿ myometrium"), device expulsion ("migration of device/migration of essure ¿ myometrium") and genital haemorrhage ("abnormal bleeding") in a 34-year-old female patient who had essure (batch no. B71771) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizure and morbid obesity. Previously administered products included for an unreported indication: mirena iud from 2010 to 2014. Concurrent conditions included hypothyroidism since 1994. Concomitant products included ketorolac tromethamine (toradol) from (B)(6) 2014, levetiracetam (kepra) since 1994, levothyroxine since 1994, oxcarbazepine (trileptal) since 1994, paracetamol (acetaminophen) since (B)(6) 2014 and topiramate (topamax) since 1994. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and device expulsion (seriousness criteria medically significant and intervention required), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss") and back pain ("lower back pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (a total vaginal hysterectomy and partial salpingectomy for device removal due to complication and a total vaginal hysterectomy and unilateral salpingectomy for device removal due to complication). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, depression, anxiety, weight decreased and alopecia outcome was unknown, the genital haemorrhage and dysmenorrhoea was resolving and the back pain had resolved. The reporter considered alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, nausea and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: results: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2015: results: normally appearing ovaries and endometrium. Diagnostic results: on (B)(6) 2015, findings revealed left tubal polyp. Normal-appearing uterine cavity. On (B)(6) 2015, ultrasound scan vagina revealed normally appearing ovaries and endometrium. No fibroids identified. Partially imaged bilateral essure coils. The one on the right as visualized appears to extend into the fundal myometrium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s pfs: pelvic pain, device expulsion and nausea quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs received:event dysmenorrhea, weight loss, hair loss, lower back pain, abnormal bleeding, cramping added.event abnormal bleeding,cramping outcome added as recovering. Concomitant medication, concurrent condition added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of device/migration of essure ¿ myometrium") and device expulsion ("migration of device/migration of essure ¿ myometrium") in a 34-year-old female patient who had essure (batch no. B71771) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included seizure and morbid obesity. On (B)(6) 2014, the patient had essure inserted. In june 2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, 1 year 6 months after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (a total vaginal hysterectomy and partial salpingectomy for device removal due to complication). Essure was removed on 23-sep-2015. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion, embedded device and nausea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in july 2015: essure device was successfully occluded on 28-jan-2015, findings revealed left tubal polyp. Normal-appearing uterine cavity. On 31-jul-2015, ultrasound scan vagina revealed normally appearing ovaries and endometrium. No fibroids identified. Partially imaged bilateral essure coils. The one on the right as visualized appears to extend into the fundal myometrium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s pfs: pelvic pain, device expulsion and nausea most recent follow-up information incorporated above includes: on 15-mar-2018: pfs and medical record received. New event added- nausea. Event verbatim was updated as migration of device/migration of essure ¿ myometrium and pt was updated as device expulsion. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of device/migration of essure ¿ myometrium") and device expulsion ("migration of device/migration of essure ¿ myometrium") in a 34-year-old female patient who had essure (batch no. B71771) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included seizure and morbid obesity. Previously administered products included for an unreported indication: mirena iud from 2010 to 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, 1 year 6 months after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (a total vaginal hysterectomy and partial salpingectomy for device removal due to complication) and surgery (a total vaginal hysterectomy and partial salpingectomy for device removal due to complication). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion, embedded device and nausea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: essure device was successfully occluded on (B)(6) 2015, findings revealed left tubal polyp. Normal-appearing uterine cavity. On (B)(6) 2015, ultrasound scan vagina revealed normally appearing ovaries and endometrium. No fibroids identified. Partially imaged bilateral essure coils. The one on the right as visualized appears to extend into the fundal myometrium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s pfs: pelvic pain, device expulsion and nausea most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information, other relevant history updated. Events: abdominal pain was newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of device/migration of essure ¿ myometrium'), device expulsion ('migration of device/migration of essure ¿ myometrium') and device dislocation ('migration') in a 34-year-old female patient who had essure (batch no. B71771) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizure and morbid obesity. Previously administered products included for an unreported indication: mirena iud from 2010 to 2014. Concurrent conditions included hypothyroidism since 1994. Concomitant products included ketorolac tromethamine (toradol) from (B)(6) 2014 to (B)(6) 2014, levetiracetam (kepra) since 1994, levothyroxine since 1994, oxcarbazepine (trileptal) since 1994, paracetamol (acetaminophen) since (B)(6) 2014 and topiramate (topamax) since 1994. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and device expulsion (seriousness criteria medically significant and intervention required), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss") and back pain ("lower back pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (a total vaginal hysterectomy and partial salpingectomy for device removal due to complication and a total vaginal hysterectomy and unilateral salpingectomy for device removal due to complication). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, device dislocation, depression, anxiety, weight decreased and alopecia outcome was unknown, the genital haemorrhage and dysmenorrhoea was resolving and the back pain had resolved. The reporter considered alopecia, anxiety, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, nausea and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: results: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2015: results: normally appearing ovaries and endometrium. Diagnostic results: on (B)(6) 2015, findings revealed left tubal polyp. Normal-appearing uterine cavity. On (B)(6) 2015, ultrasound scan vagina revealed normally appearing ovaries and endometrium. No fibroids identified. Partially imaged bilateral essure coils. The one on the right as visualized appears to extend into the fundal myometrium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s pfs: pelvic pain, device expulsion and nausea lot number: b71771 production date 2013-09-18, expiration date 2016-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of device/migration of essure ¿ myometrium'), device expulsion ('migration of device/migration of essure ¿ myometrium') and device dislocation ('migration') in a 34-year-old female patient who had essure (batch no. B71771) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizure and morbid obesity. Previously administered products included for an unreported indication: mirena iud from 2010 to 2014. Concurrent conditions included hypothyroidism since 1994. Concomitant products included ketorolac tromethamine (toradol) from (B)(6) 2014 to (B)(6) 2014, levetiracetam (kepra) since 1994, levothyroxine since 1994, oxcarbazepine (trileptal) since 1994, paracetamol (acetaminophen) since (B)(6) 2014 and topiramate (topamax) since 1994. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and device expulsion (seriousness criteria medically significant and intervention required), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss") and back pain ("lower back pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (a total vaginal hysterectomy and partial salpingectomy for device removal due to complication and a total vaginal hysterectomy and unilateral salpingectomy for device removal due to complication). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, device dislocation, depression, anxiety, weight decreased and alopecia outcome was unknown, the genital haemorrhage and back pain had resolved and the dysmenorrhoea was resolving. The reporter considered alopecia, anxiety, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, nausea and weight decreased to be related to essure. The reporter commented: patient received treatment for pain and migration diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: results: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2015: results: normally appearing ovaries and endometrium. Diagnostic results: on (B)(6) 2015, findings revealed left tubal polyp. Normal-appearing uterine cavity. On (B)(6) 2015, ultrasound scan vagina revealed normally appearing ovaries and endometrium. No fibroids identified. Partially imaged bilateral essure coils. The one on the right as visualized appears to extend into the fundal myometrium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s pfs: pelvic pain, device expulsion and nausea lot number: b71771, production date 2013-09-18 , expiration date 2016-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received outcome of event " pain and bleeding" were updated as recovered. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of device/migration of essure ¿ myometrium'), device expulsion ('migration of device/migration of essure ¿ myometrium') and device dislocation ('migration') in a 34-year-old female patient who had essure (batch no. B71771) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizure and morbid obesity. Previously administered products included for an unreported indication: mirena iud from 2010 to 2014. Concurrent conditions included hypothyroidism since 1994. Concomitant products included ketorolac tromethamine (toradol) from (B)(6) 2014 to (B)(6) 2014, levetiracetam (kepra) since 1994, levothyroxine since 1994, oxcarbazepine (trileptal) since 1994, paracetamol (acetaminophen) since (B)(6) 2014 and topiramate (topamax) since 1994. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and device expulsion (seriousness criteria medically significant and intervention required), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss") and back pain ("lower back pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (a total vaginal hysterectomy and partial salpingectomy for device removal due to complication and a total vaginal hysterectomy and unilateral salpingectomy for device removal due to complication). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, device dislocation, depression, anxiety, weight decreased and alopecia outcome was unknown, the genital haemorrhage and dysmenorrhoea was resolving and the back pain had resolved. The reporter considered alopecia, anxiety, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, nausea and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: results: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2015: results: normally appearing ovaries and endometrium. Diagnostic results: on (B)(6) 2015, findings revealed left tubal polyp. Normal-appearing uterine cavity. On (B)(6) 2015, ultrasound scan vagina revealed normally appearing ovaries and endometrium. No fibroids identified. Partially imaged bilateral essure coils. The one on the right as visualized appears to extend into the fundal myometrium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s pfs: pelvic pain, device expulsion and nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new event migration. Reporters were added. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (a total vaginal hysterectomy and partial salpingectomy for device removal due to complication). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: essure device was successfully occluded incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.